Event description:
Customer was validating the galileo for the rbc antibody screen (pooled cells). They compared results generated by the rosys instrument to galileo results. Ten donor samples were tested on the rosys and all tested positive for antibody screen. Seven out of 10 tested positive for antibody screen when run on the galileo.

Manufacturer narrative:
The three samples that gave unexpected negative reactions are as follows: lm35741, gt82973, and j62499. Unit lm35741, upon repeat testing, tested positive on the galileo. Customer's manual tube typing of unit gt82973 resulted in anti-m reacting 1+ at all phases. Unit j62499 reacted 1+ for anti-m at ahg phase only. Unit lm35741 reacted 1+ at the ahg phase only for anti-k. The customer did not submit samples for investigation. The customer is uncertain if the samples were kept in the refrigerator after testing; they may have been stored at room temperature beyond 24 hours. Sample condition can not be ruled out as a contributing cause to this event. The customer was aware of the limitation in the galileo operator manual stating: "the galileo cannot reliably detect hemagglutination reactions that are graded 1+ or less in test tube methodology." Although a transfusion of incompatible blood did not occur, the potential for transfusion of incompatible blood exists.